Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) for inflammation, redness, swelling and pain at the retroauricular area of the implant site. The patient also developed fistula with retroauricular abscess. The patient was then treated with antibiotics (specific type, date and duration not reported). Subsequently, the patient was placed under general anaesthesia on (B)(6) 2026, to undergo a drainage procedure. The implanted device remains.